Event description:
During an unknown prrocedure, the physician was trying to close a rectosigmoid anastomosis with the device. The staples did not close properly, leaving the staple in its original condition. The procedure was completed with a hand sewn anastamosis to complete the case. There was no pt consequence.